Event description:
After wearing acuvue 2 contact lenses for almost 9 years, my eye doctor switched my prescription to acuvue oasys. These lenses seemed fine for almost 2 months, but then my eyes became very red and bloodshot. They became so dry that it was impossible to tolerate contact lenses at all. I wore my glasses for a month until the inflammation ceased, and I am now able to wear contact lenses -acuvue 2- again. However, I suffer from severe dry eye, such that I cannot wear contacts for more than 2 hrs without taking them out and re-wetting them with saline solution. Also, my vision is blurred and it is hard to see things at a distance. My doctor says that this is caused by the oasys contacts, and only time will tell if my eyes will returned to normal. Route: ophthalmic. Dates of use: 2007. Diagnosis or reason for use: impaired vision. Event abated after use stopped or dose reduced? Yes. Event reappeared after reintroduction? No.